Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving lioresal (2000mcg/ml at 254mcg/ml) via an implanted infusion pump. It was reported that the pump was replaced for end of battery life and during replacement it was noted that there was no/poor cerebrospinal fluid (csf) flow. The catheter was explored to the spine with continued no/poor flow. The old catheter was unable to be fully removed from the spine, so a new catheter was placed and attached to the new pump with good csf flow. The dose was reduced to 150mcg/day. It was indicated that there was no visible catheter damage and there were no reported withdrawal symptoms. There were no noted environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered resolved at the time of report.